Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to the surgeon noting a scratch on the lens. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated it was unk when the scratch occurred - if it happened during surgery or was received that way.